Event description:
It was reported that pump no longer held charge, required daily charging, and had connection issues with cgm, and patient requested that malfunctions be documented without troubleshooting by phone. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up, an order was already in place for new pump, and pump could not be repaired or replaced due to warranty status.